Event description:
During an arthroscopic synovectomy procedure, the physician was reportedly utilizing a super multivac 50, icw. Approximately 30 minutes into the procedure, the physician found that the metal electrode plate at the distal end of the wand had detached within the patient's body. The physician was unable to locate the device fragment causing a surgical delay of more than 30 minutes. The joint space was flushed several times prior to closing the patient portal. No patient complications were reported as a result of this event.